Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device was returned to kitting fractured. No additional information is available.

Manufacturer narrative:
Cmp(B)(4). This follow-up report is being submitted to relay additional information. Updated complaint sample was evaluated and the reported event was confirmed. Visual inspection revealed the instrument had fractured on the medial side of the post and the top of the post feature has fractured off not all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.